Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2007, one month follow-up examination showed that the aneurysm measured 67x62mm. On (B)(6) 2008, six month follow-up examination showed that the aneurysm enlarged to 85x58mm with no evidence of endoleak. The physician decided to monitor the patient. On (B)(6) 2008, one year follow-up examination showed that the aneurysm measured 64 mm x 107 mm with no evidence of endoleak. The physician decided to monitor the patient. No further information was provided to gore.